Event description:
It was further reported that the patient¿s device was explanted on 2014 (B)(6). The battery depletion was not normal. The leads and extensions were dislodged and loose. The connection between the lead and extension were loose and the screws were loose. The patient recovered without sequelae. The patient¿s initial settings were 3.0v, a pulse width of 450 and a rate of 50. These settings were continuous.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 888-33, lot# v536164, implanted: (B)(6) 2010, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient had an end of service (eos) message on their device. Their device went eos over the weekend and a manufacturer representative was meeting with the patient on the wednesday following the report to assess the system. It was further reported that an impedance check showed contact 0 as >10 ,000. The therapy impedance was 333 ohms. The device reached end of service earlier than expected. All of the patient¿s electrodes were active. The programming settings were 450 pulse width, 50 hz, 4.8v and the electrode configuration was 0+, 1+, 2-, 3-. A longevity calculation was run and the device seemed to have lasted about as long as expected. It was further reported that the patient had their device replaced on (B)(6). The screws were loose at the lead-extension connection and all were loose on the battery. The extension and battery were replaced. The extension seemed to have no issues but the doctor decided to replace it. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery reached normal end of life. The telemetry was okay and there was good, stable output on all electrodes.